Event description:
According to the reporter, in 2009, he had performed a procedure on a pt for a sub-occipital posterior fossa/aracachnoid cyst. The duration of the procedure was 3 hours. A medtronic durapatch and a light 2 mm layer of duraseal dural sealant were applied. The following month, the pt developed aseptic meningitis. The pt was initially treated with steroids. Approx four months later: f/u phone call with distributor rep: the pt was re-operated by dr sometime the same month. The medtronic durapatch and surrounding material was removed and a patch using the pt's own fascia was placed. The facia had been removed from the pt's leg area. Because the second surgery was performed over 90 days after the first surgery, there would have been no remaining duraseal at the time of the second surgery; it would have been fully absorbed. The duraseal is absorbed with 4-8 weeks.

Manufacturer narrative:
The duraseal is absorbed with 4-8 weeks. No lot number can be provided by the complainant. The cause of the aseptic meningitis cannot be determined. Duraseal does not support microbial growth.